Manufacturer narrative:
Follow-up #1: date of submission 09/18/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the battery cap/cartridge caps were not returned; therefore, test caps were used to complete investigation. The battery compartment was found to be cracked above and below the bumper pad. There was also corrosion found in the battery compartment. The audible and vibratory feature of the pump was functioning appropriately; however, the pump was rebooting and beeping. The display screen remained blank. The pump history and black box was unable to be downloaded. The battery compartment was found to be leaking during a leak test. The pump cover was removed; there was no further internal moisture found on the pcb. The remaining test steps were unable to be completed due to moisture corrosion in battery compartment.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. The battery compartment reportedly was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.